Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2023. It was decided to add 6. Health effect clinical code, e2308 (deformity/disfigurement) to more accurately capture the reported event.

Manufacturer narrative:
On november 17, 2023, mentor received additional information indicating that the patient actually suffered bilateral breast implant ruptures. This medwatch form is for the right breast prosthesis. Left breast implant rupture will be reported under mrn: 1645337-2023-14457.

Manufacturer narrative:
On february 26, 2024, mentor received additional information indicating that the patient was also diagnosed with bilateral breast ptosis during the actual breast explantation surgery. In addition, the patient's implants were replaced bilaterally with non-mentor gel implants.

Manufacturer narrative:
On october 12, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On december 18, 2023, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that the correct date of explantation was on (B)(6) 2023. On december 21, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 360cc breast implant was found to have a tear on the posterior view, measuring approximately 2.5 cm. The evaluation determined that the cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year old hispanic female patient underwent breast augmentation revision with two 360cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via imaging, with right breast implant rupture. Prior to the rupture, the patient experienced trauma in a car accident. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.